Manufacturer narrative:
Follow-up received on 27-aug-2015 and 15-sep-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0833). Consumer reported that she got essure in (B)(6) 2009. Since then she had so many office visits to the doctor for pain in the lower right pelvic area and so many times that she had urinary tract infection symptoms and after dipstick they would prescribe antibiotics only to call her back when the urinalysis was complete and showed she actually didn't have an infection. Consumer informed that, at first, the pain would come and go. Not too bad but bad enough at times she would call the doctor's office. Things kept progressing and she developed shortness of breath and, about 2010, she was given a lung function test which showed a mild obstruction of the lungs. Consumer states that she has never smoked. So now she has an inhaler. She also started, around the same time, having episodes of rapid heart rate. She was sent to have a holter monitor twice since she had essure inserted but it showed nothing of real concern. Consumer also had episodes of dizziness which were accompanied with her upper lip going numb. Headaches became a dally thing and so was the nausea and fatigue. She couldn't go a day without ibuprofen for the pain of headaches and or pelvic pain and the inflammation. There were days she looked like she could be at least 5 months pregnant. She started having incontinence as well. In addition, consumer reported that all the doctor visits were inconclusive which made her feels like she was crazy. The fatigue made her have to take naps every day then, the painful sex started and she wasn't feeling the desire to have sex both because of loss of libido but also because the pain got so bad and sometimes she would even bleed. Consumer did get to the point that the pain was unbearable and, in the summer of 2014, the pain was getting worse and she ended up in the emergency room 3 times before august that year. Due to the advices from ladies in a social media she went to request her medical records. She had so many lab tests for (B)(6) and other (B)(6) just because the doctors couldn't figure out what the cause of her pain was. So many urinalysis and she also found that in 2 separate ultrasounds it was noticed she had free fluid in her abdomen and some calcifications in her uterus. She also found out that right coil didn't seem to be in the correct location and states that the implanting reports contradicted each other. One report said coils were in correct position and another said the right coil had 05 turns visible (consumer states that according to the doctor essure manual this is not correct). Consumer also had image that showed the tip of the right coil was not into the uterus as it should, therefore it had migrated (as reported). With this information she went to the doctor and showed her the images and with all the problems she had health care professional suggested a hysterectomy with bilateral salpingectomy. On (B)(6) 2015, she had the surgery. She went in that morning with lots of pain, inflammation was really bad and, when she went home that night her stomach looked less swollen and the pain was less intense. It was noted she did have endometriosis in the right tube. Almost 7 months post-operative now and the inflammation, headaches, fatigue, dizziness, pelvic pain and nausea are gone. She has more energy and her sex drive is back and states that she honestly thinks essure was the cause of her ill health. Consumer also experienced premenopausal symptoms with essure. Company causality comment: this non medically confirmed, solicited case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and stated that essure was pushed too far in/ tip of the right coil was not into the uterus; it had migrated and experienced chronic pelvic pain (pain in the lower right pelvic area). She was submitted to a hysterectomy with bilateral salpingectomy. Both events were considered serious due to medical importance and listed for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular, consumer had right pelvic area pain and a migration of right essure was found. After a salpingectomy; she was diagnosed with endometriosis in right fallopian tube; this could be an alternative explanation for her pain. Nevertheless, a contributory role of essure in this event cannot be excluded considering the reported device migration in right side. Additionally, non-serious events were reported. This case was regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a solicited case report received from a consumer in the united states and detected on (B)(6) 2014 via an essure generic aol/active online listening activity. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced many signs that could be linked to nickel such as frequent nausea, headaches, heart palpitations, asthma. Follow up (B)(6) 2014: follow up information received from the consumer via social media. She reported that a pelvic pain almost been unbearable 2day. She would like her doctor get essure out of her. She wanted a hysto (unspecified by consumer). Follow-up received on (B)(6) 2014. No new clinical information received. Follow up (B)(6) 2014: follow up information received from the consumer via social media. Consumer reported that she had essure inserted for sterilization and her doctor wanted to give her birth control pills for pain (previously specified as pelvic pain has almost been unbearable 2day) caused by essure and prozac because of depression could be causing her pain. No additional information was provided. Follow up information received on (B)(6)2014: the consumer reported that she inserted essure 5 years ago. She stated that she was in pain daily and her physicians told her that it is in her head. Follow up information received from the consumer via social media on (B)(4) 2014: case upgraded to serious due to medically significant event received. Consumer reported that she was experiencing so much pain in the right. She also stated that essure was pushed too far in. No additional information was provided. Follow-up information received on (B)(6)2014. According to the consumer, she was going to have hysterectomy to help chronic pelvic pain caused by essure. She was sad, because she did not have ins (interpreted as insurance). The previous reported event pelvic pain has almost been unbearable 2 day was updated to chronic pelvic pain has almost been unbearable 2 day. Follow up information from (B)(6) 2014: ptc (product technical complaint) result was received. Ptc global number: 2014-023426. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality defect per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Follow up (B)(6)2014: follow up information received from the consumer via social media. Consumer reported that she would go to see her doctor for her pre-op, her surgery would be on (B)(6) 2014 have essure removed. She has had nothing but problems since getting them put in. She talked to other women on the social media that had essure and from what she could see what she was doing was the best and her doctor thought so too. Essure problems on the webpage has helped her and her doctor to decide a vaginal hysterectomy was the way to go and less recovery time. No additional information was provided. Follow up (B)(6) 2014: follow up information received from the consumer via social media. Consumer reported that she had brain fog which was worse. She was also feeling dizzy and had pelvic pain (previously reported). Consumer associated these events to essure. Follow-up received on (B)(6)2015: information received from consumer via social media stated that she experienced headaches, nausea, pelvic pain (events previously reported) and back pain. In addition, consumer informed that 3 days post-operative from hysterectomy due to essure problems and she was already feeling better and stated that her stomach was less swollen than with essure. Follow-up received on (B)(6) 2015: information received from consumer via social media states that she is one of nine having hysterectomy due to essure problems. Follow up received on (B)(6) 2015: ptc assessment updated without major changes. Follow-up received on (B)(6)2015: consumer reported that she had the essure for 6 years and after the hysterectomy to remove essure, she was feeling much better. She had no more pelvic pain, headaches and heartburn. Follow-up information received from consumer on (B)(6) 2015. No new clinical information provided. Company causality comment: this non medically confirmed, solicited case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and stated that essure was pushed too far in (interpreted as device dislocation) and experienced chronic pelvic pain has almost been unbearable 2 day. This case was upgraded. Both events were considered serious due to medical importance and listed for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular, the exact location of essure was unknown. Based on the information received, a causal relationship between the reported events and suspect insert cannot be totally excluded. This case was regarded as incident since a hysterectomy was performed. Additionally, non-serious events were reported: heart palpitations, frequent nausea, headaches, asthma, could be linked to nickel, depression, pain/pain daily, so much pain in the right, brain fog, feeling dizzy, back pain and stomach swollen. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. No further information is expected.

Manufacturer narrative:
On (B)(6) 2017: legal claim received; new event anxiety was added. Date of essure removal was provided. Company causality comment: this non medically confirmed, solicited case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and stated that essure was pushed too far in/ tip of the right coil was not into the uterus; it had migrated and experienced chronic pelvic pain (pain in the lower right pelvic area). Approximately 6 years after insertion, she was submitted to a hysterectomy with bilateral salpingectomy and coils were removed. Both events were are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular, consumer had right pelvic area pain and a migration of right essure was found. After a salpingectomy; she was diagnosed with endometriosis in right fallopian tube; this could be an alternative explanation for her pain. Nevertheless, a contributory role of essure in this event cannot be excluded considering the reported device migration in right side. Additionally, non-serious events were reported. This case was regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. No active follow-up is allowed and further information is expected only through litigation process.